Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 25-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2017 with the following findings: during investigation, the pump was returned with no evidence of moisture behind the display lens. The keypad was inoperable. There was no physical damage on the keypad. The keypad was removed and there was no contamination or moisture found. The pump was opened and there was moisture observed on the keypad flex connector and throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.